Manufacturer narrative:
Device evaluation summary: the service engineer (se) inspected the device and was unable to duplicate the reported issue. The se found a diagnostic code in the memory. The se update the software to the current revision. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. Review of the diagnostic logs indicates the device entered backup ventilation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an inoperative message. The patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. Review of the diagnostic logs indicates the device entered backup ventilation.